Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. Please refer to MFR report 3005099803-2023-02693 for the associated device. It was reported to boston scientific corporation that an upyslon y-mesh and xenform graft device were implanted into the patient during a sacrocolpopexy-davinci-shd, extensive laparoscopic lysis of adhesions, right ureterolysis, exploratory laparotomy, cystotomy repair, and xenform graft placement procedure performed on (B)(6) 2015, for the treatment of vaginal prolapse, stress urinary incontinence, and dyspareunia. Extensive adhesions of the sigmoid, colon, and small bowel to the bladder and pelvic sidewalls were noted during surgery. A cystotomy was observed in the supratrigonal region that was repaired, as well as brisk outflow of clear urine from both ureters. There were no complications throughout the procedure. Furthermore, the patient tolerated the procedure well and was transferred to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.